Event description:
When staff tried to let liquid back into the bag, it began leaking around vial. Where it was connected to the bag. Once veal empty, when bag turned around to be hung. Liquid returned right back into vial.